Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address fracture of superior rim of liner due to instability and/or impingement of ha bone on cup.